Event description:
It was reported blurry vision and aphasia occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The watchman coordinator from the hospital reported that the patient came to the emergency room (ER) on (B)(6) 2025 with acute onset blurry vision and aphasia. A transesophageal echocardiography (tee) was scheduled to be performed (B)(6) 2025 to check for signs of thrombus.

Manufacturer narrative:
Media evaluated by bsc medical safety: media from the clinical procedure was provided and reviewed by a member of the bsc global medical safety organization. The media review report included: procedural and follow up transesophageal echocardiography (tee) submitted for review. At follow up tee, device in laa with overhanging limbus. At 140-degree angle, it seemed that delineation of limbus tissue limit in recess between limbus and device was less clear than in procedural tee at similar angles and that some of the echogenicity in this location was consistent with thrombotic material. There was no significant leak detected by color doppler at follow up. In conclusion, the neurological symptoms of the patient could be due to thrombotic material embolizing from the recess between limbus and device atrial surface.

Event description:
It was reported blurry vision and aphasia occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The watchman coordinator from the hospital reported that the patient came to the emergency room (ER) on (B)(6) 2025 with acute onset blurry vision and aphasia. A transesophageal echocardiography (tee) was scheduled to be performed (B)(6) 2025 to check for signs of thrombus.